Event description:
Dealer stated that the tab that connects the seat frame to the base frame sheared off on the right side. Dealer stated that the end user drives to work and upon arriving he noticed his chair was unstable. Dealer stated there were no injuries associated with the incident.